Event description:
Event description guidant received information that this patient's endurance lead has been running 1700 ohms impedance, and the patient has redness to pectoral area from an altercation (?). Threshold is up to 2.6 v.